Event description:
It was reported that the nurse while the nurse was changing the propofol tubing set, the nurse noticed that there was fluid on the floor. Upon assessment, the nurse found that the tubing set had separated and leaked the propofol onto the floor. The nurse further stated that there wasn¿t any tension on the tubing and that it was not separated when taken out of the package. The customer later stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The customer¿s report that the tubing set separated and leaked was confirmed. The separation was observed at the engagement between the lower fitment and tubing components. Further inspection of the separated tubing end identified the issue to be due to insufficient solvent being applied at the tubing engagement. No testing was deemed necessary due to the obvious separation. Inspection under magnification of the separated tubing end observed insufficient solvent. Dimensional analysis of the separated tubing noted it was within specification of 0.164 inches. Further handling/tug of the rest of the set's tubing engagements observed no separation or any issues. The cause of the leak was due to the obvious set separation. The root cause of the separation was identified as due to insufficient solvent being applied at the engagement of the tubing.

Manufacturer narrative:
Report source - supply chain operations. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that the nurse while the nurse was changing the propofol tubing set, the nurse noticed that there was fluid on the floor. Upon assessment, the nurse found that the tubing set had separated and leaked the propofol onto the floor. The nurse further stated that there wasn¿t any tension on the tubing and that it was not separated when taken out of the package. The customer later stated that there were no adverse effects caused to the patient from the event.